Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The catalog number and lot code of the device were not provided. The device was reported as an unknown meridian pa porous coated stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Notice was received from plaintiff's counsel that a meridian pa stem and v40 femoral head were implanted on (B)(6), 2013 and that allegedly the patient sustained injuries as a result of the implanted device.

Manufacturer narrative:
An event regarding an unclear issue involving a meridian pa hip stem #4/14mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Notice was received from plaintiff's counsel that a meridian pa stem and v40 femoral head were implanted on (B)(6) 2013 and that allegedly the patient sustained injuries as a result of the implanted device.

Manufacturer narrative:
An event regarding pain and patient factors involving a meridian pa hip stem #4/14mm was reported. The event was not confirmed. -medical records received and evaluation: medical records reviewed by a consulting clinician indicated: "based upon the information available for review, no diagnosis of trunnion disease or altr can be made to describe the symptoms, which are primarily consistent with trochanteric bursitis in this case." Conclusions: medical records reviewed by a consulting clinician indicated: "based upon the information available for review, no diagnosis of trunnion disease or altr can be made to describe the symptoms, which are primarily consistent with trochanteric bursitis in this case." The exact cause of the event could not be determined because the devices were not returned for evaluation as they were discarded by the hospital and insufficient medical information was provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Notice was received from plaintiff's counsel that a meridian pa stem and v40 femoral head were implanted on (B)(6) 2013 and that allegedly the patient sustained injuries as a result of the implanted device.